Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons function properly; no damage to keypad traces and connector on   electrical board was not unlocked during visual inspection. No unexpected keypad anomalies or frozen screen anomalies noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and frozen display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump stopped working and unable to change the screen and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Troubleshooting was performed and unable to confirm if the time is advancing due to battery was removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.